Event description:
It was reported that during surgery for open reduction internal fixation open reduction internal fixation (orif) of acetabulum, the drill bit part # 310.23, lot # 7873188 broke off in the patient. It was not retrieved, as it was under the implanted plate. X-rays were taken but are not available. No patient harm noted to the patient. No surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes; gff, gfa, hsz. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.